Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had repeatedly failed. A field service engineer inspected full height drawer 5 in the main unit and checked the bus connections to all drawers. The flex cable was reseated. The repair was then tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1.- (B)(6) medical center.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer five was repeatedly failing. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.